Manufacturer narrative:
The report received from the affiliate states that after the physician flushed the product, he could not load the filter completely into the deployment sheath. Information received from the affiliate states that the product was not used in the patient. The product looked normal when taken from the packaging. After the physician flushed the product, the filter basket could not be loaded into deployment sheath. Part of the basket membrane was uplifted. Proximal half of the filter basket (without membrane part) was loaded into the deployment sheath, the distal half of the filter basket (membrane part) could not be loaded into the deployment sheath. Then the physician found the filter membrane edge was damaged. The event occurred before use. The physician is aware that the tip of the angioguard is designed to not fully pull back into the delivery sheath or capture sheath. The physician changed to another device and the procedure was successfully completed. There was no reported injury to the patient. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
It was originally noted that the product was not returned for evaluation and testing. The product was received on (B)(4), 2011. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The cc has been updated to reflect return of the product for analysis. The report received from the affiliate states that after the physician flushed the product, he could not load the filter completely into the deployment sheath. Information received from the affiliate states that the product was not used in the patient. The product looked normal when taken from the packaging. After the physician flushed the product, the filter basket could not be loaded into deployment sheath. Part of the basket membrane was uplifted. Proximal half of the filter basket (without membrane part) was loaded into the deployment sheath, the distal half of the filter basket (membrane part) could not be loaded into the deployment sheath. Then the physician found the filter membrane edge was damaged. The event occurred before use. The physician is aware that the tip of the angioguard is designed to not fully pull back into the delivery sheath or capture sheath. The physician changed to another device and the procedure was successfully completed. There was no reported injury to the patient. One non sterile angioguard rx was received in a plastic bag. No anomalies were found. The capture sheath presented no visual anomalies. The filter basket was deployed. The filter basket was inspected under microscope and it was noted that the membrane was separated on two of the struts. Clear evidence of strut-membrane union was observed on the separated membrane area. Functional analysis could not be performed due to the received conditions of the product. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint reported by the customer as: ''delivery system- loading (docking) difficulty-into delivery sheath'' could not be evaluated due to the received conditions of the device. The complaint reported by the customer as: ''filter basket- damaged-during prep'' was confirmed due to the received conditions of the device; however, this failure does not appear to be manufacture related. It is possible that procedural/handling factors may have contributed to the separation between two of the struts and the membrane. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore, no corrective or preventive actions will be taken at this time. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors and/or user handling.

Manufacturer narrative:
Additional information received from the affiliate states that the product was not used in the patient. The product looked normal when taken from the packaging. After the physician flushed the product, the filter basket could not be loaded into deployment sheath. Part of the basket membrane was uplifted. Proximal half of the filter basket (without membrane part) was loaded into the deployment sheath, the distal half of the filter basket (membrane part) could not be loaded into the deployment sheath. Then the physician found the filter membrane edge was damaged. The event occurred before use. The physician is aware that the tip of the angioguard is designed to not fully pull back into the delivery sheath or capture sheath. The physician changed to another device and the procedure was successfully completed. There was no reported injury to the patient. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The report received from the affiliate states that after the physician flushed the product, he could not load the filter into the deployment sheath completely. Then he found the filter membrane edge was damaged, it was asymmetric. Therefore, the physician changed to another one to complete the procedure. There was no reported injury to the patient.